Manufacturer narrative:
Patient weight: (B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2021. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified middle and distal part of the right coronary artery. A 2.75 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.